Event description:
Same cases as MDR ID 2134265-2013-05880, 2134265-2013-05881. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback and the physician attempted again but failed. They performed manual pullback and completed the procedure. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets functional testing specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-05880, 2134265-2013-05881. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback and the physician attempted again but failed. They performed manual pullback and completed the procedure. No patient complications reported and the patient's status is good.